Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble. Customer¿s blood glucose level was 357 mg/dl. Customer mentioned there were bigger than soda pop up size of air bubble in reservoir. Customer reported that they feel nausea like symptoms for high blood glucose level. The reservoir will not be returned for analysis.